Event description:
Device returned to MFR with report of "infection" as the reason for explant. Hcp's staff reports that the pt has recovered and been reimplanted. More detailed info has been requested from hcp.